Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer's blood glucose level was 463 mg/dl. The customer also reported that she received a motor error. The customer was assisted in troubleshooting and it was reported that she was able to clear the alarm as well as able to complete the insulin pump rewind. She performed displacement test which was passed. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.